Event description:
At the beginning of the hypertrophic cardiomyopathy operation, communication issues caused various troubleshooting efforts and resulted in the procedure being cancelled with no adverse consequences to the patient. The ultrasound machine was turned on without any abnormality noted. The ultrasound catheter was connected to the cim adapter but the ultrasound machine could not recognize the ultrasound catheter. Attempts were made to unplug and replug, the slot was cleaned but the issue was not resolved. At that time, only one set of equipment and an ultrasound catheter were prepared, and the problem of which link could not be ruled out. The operation was cancelled, and the patient was stable with normal vital signs. Subsequent surgery was rescheduled and completed with esophageal ultrasound.

Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. One viewflex xtra ice catheter was received for complaint evaluation. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported recognition issue remains unknown.